Manufacturer narrative:
Preliminary analysis confirmed that electrical and mechanical characteristics of the returned device were within specifications.

Event description:
Reportedly, noise on both channels was observed, subclavian crush suspected. The subject pacemaker was replaced then no new noise was detected with same leads. Both atrial and ventricular leads were non sorin leads. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, noise on both channels was observed, subclavian crush suspected. The subject pacemaker was replaced then no new noise was detected with same leads. Both atrial and ventricular leads were non sorin leads. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, noise on both channels was observed, subclavian crush suspected. The subject pacemaker was replaced then no new noise was detected with same leads. Both atrial and ventricular leads were non sorin leads. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
New files were provided. Analysis of these files did not add relevant information that could change the final analysis report (already provided in (B)(4)).

Event description:
Reportedly, noise on both channels was observed, subclavian crush suspected. The subject pacemaker was replaced then no new noise was detected with same leads. Both atrial and ventricular leads were non sorin leads. The subject pacemaker will be returned for analysis.